Event description:
Reporter stated that the device's base unit appears to have melted near the connection to the power cable. Reporter indicated that there was noticable condensation in the base unit. No operator injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.